Event description:
It was reported that the patient experienced a low blood glucose event while outdoors and not connected to a cgm, during which the ilet was not receiving updated glucose data; the patient recognized the low, confirmed it with a fingerstick, and manually entered a blood glucose of 63 mg/dl, then treated with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included resolution of the low with self-treatment. Investigation included troubleshooting and user education. Findings indicated that the user did not recognize the cgm disconnection, which led to an interruption in dosing. It was concluded that the event was attributable to hypoglycemia with cause unclear, associated with absence of cgm data and user misunderstanding of device dosing status. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.